Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump were not responding. The customer¿s blood glucose level was 120 mg/dl at the time of incident. Customer stated that the lights stopped working, they could not complete the rewind and could not go up and down the menu. Customer stated that the insulin pump was not exposed to moisture and time clock was advances for one minute. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked lcd keypad connector noted. Device back light function properly and no anomaly noted.